Event description:
Reporter alleged blood glucose measured 256 mg/dl back to back with a result of 126 mg/dl when testing was performed 10 mins apart. Customer stated taking normal oral diabetes medications as a result of the comparison an no other actions were taken or treatment was received as a result. Customer indicated performing control testing and values were within acceptable range, however, could not recall the last time using controls. It was stated having other incidents where discrepant back to back results were obtained, however, took no actions as a result. A request was made for the return of the suspect device and replacement product was sent.